Event description:
It was reported that during an lavh procedure, the balloon was broken and did not inflate. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.